Manufacturer narrative:
Customer reported inability to acquire 12-lead. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported inability to acquire 12-lead.